Event description:
Procedure type: sacrospinous colpopexy. According to the reporter: endostitch instrument used in sacrospinous colpopexy. The needle broke off during use and remained lodged in sacrospinous ligament. The surgeon was unable to remove the needle and decided to leave it in the ligament.

Manufacturer narrative:
Initial report sent: 12/19/2008.